Event description:
Allergan representation reported on behalf of a health professional that "there is a lap-band system with port and tubing which is broken just below the tapered neck." There was no additional information at that time. Further follow up with the health professional notes that the patient had a revision for gastric prolapsed, then approximately ten months later, requested to have the device removed due to not being able to "work with it." An upper gastrointestinal (ugi) was performed which demonstrated band slip. The lap-band system was removed and not replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 03/07/2012. Allergan has received the product, however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the catalog number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."